Event description:
It was reported that "after being used for a short period of time, the succion clapet stuck in the open position, and began to empty the pneumoperitoneum".

Manufacturer narrative:
This event was reported by int'l affiliate, and was stated to have occurred at hospital. The quality engineer is currently examining the returned device. A supplemental report will be filed when the investigation is complete.